Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. The customer¿s blood glucose level was 105 mg/dl. Customer reports they did not hear beeps when audio volume settings were saved. Customer reports they did not hear the differences between the two audio beep volumes. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no audio/vibrate anomaly noted. No error 63 in found history file. (B)(4).